Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer's blood glucose was 568 mg/dl and he had trouble breathing. Caller stated that the paramedics were called, customer was hospitalized in intensive care unit and passed away the following morning. Caller stated that the customer died due to myocardial infarction per death certificate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.